Event description:
The ez35 was used during a laparosocpic cholecystectomy. The ez35w was closed on the mesoappendix and made a crunching sound when the firing handle was depressed. The surgeon had to pry the device off of the tissue. An ez35b was opened and the same thing happened when it was fired on the appendix. Rep is returning reload eru35 with the devices. There was no consequence to the pt. On 4/3/97 surgeon called back and stated two instruments, each on the first firing, closed on the tissue, but were very difficult to fire. When finally fired, he heard a "funny crunch sound." The jaws had to be forced open. No staples were laid, and no tissue was cut. Both firings were on average bites of tissue. The appendix was removed after clips were used instead.